Manufacturer narrative:
(B)(4). On 26-may-2015, when the trained site biomedical engineer was replacing the new right panel, he found that gantry panel computer (gpc) was blank even though he could move the patient support through the console. There was no uncommanded motion of the patient support and the device was not in clinical use when the event took place. The biomedical engineer contacted the philips help desk again to inform them of this problem and requested service to be dispatched. The fse who was assisting the biomedical engineer reviewed the log files remotely and found s_panel_max_comm_error, s_serialcom_invalid_format_error (warning), s_serialcom_checksum_error. The fse also found that these warnings were continuous in the log files since 01-apr-2015 although there was no event on the system related to these warnings that hindered the clinical use of the system in anyway. The fse confirmed from the customer that in march, the front left gantry control panel was damaged by the customer when an IV pole fell on it. No philips service call was opened for this issue. As a correction to this event, on 31-mar-2015, the site biomedical engineer ordered and replaced the left gantry control panel. Since the replacement of the left gantry control panel, by the biomedical engineer, the log files were showing the warnings continuously. There was no report of harm to a patient, operator or bystander as a result of these warning messages. The fse stated that the new left gantry control panel that was shipped could have been a defective upon arrival (defoa) but was still installed by the site biomedical engineer on the system. Following the installation of the part, the warning messages appeared. The cause could not be confirmed as the possible defoa part was scrapped. The fse arrived on site on 26-may-2015 and evaluated the system. The fse stated that the errors were due to loose cables from the gantry control panels to the gantry control board. The fse replaced both the left and right front gantry control panels and tightened the loose cables to resolve the issue. After this service, there have been no further recurrences at the site. The fse did not provide any log files/bug reports or defective parts for engineering analysis. Since there were no parts returned from the field or log files provided, a root cause of the issue could not be determined by engineering; however, based upon the troubleshooting services and statements of the fse, a probable root cause was determined that the issue occurred due to a defoa left gantry panel that was installed by the site biomedical engineer. Therefore, the fse replaced both the left and right front gantry control panels and tightened the loose cables to resolve the issue. Engineering documented their evaluation. The following mitigations for this issue include: ¿ two, redundant monitors are controlling the motion. ¿ a collision calculation is done in each combination of vertical, horizontal, or tilt motion. ¿ hw emergency stop button stops all the motions. ¿ buttons test during initialization. ¿ instructions in instruction for use to observe patient during all movements. ¿ when scan starts, the cirs checks for correct direction and that spiral motion does not stuck. ¿ controllers software verifies that commanded motions are executed or a fault condition is assumed. ¿ couch horizontal motion shall shutdown if a linear force greater than 40 pound for regular couch or 70 pound for bariatric and extended couch is encountered while moving. ¿ design ensures that there is motion during a scan procedure and is redundantly measured by examining both horizontal position encoders. ¿ when the couch has the ¿bedrock¿ configuration, couch horizontal linear shutdown force shall be in the range of 70-80 pounds. ¿ design mitigations for prevention of the hazardous situations: - stopping horizontal motion in the presence of resistance force (not applicable for vertical). - table collision envelope - single fault safe against uncontrolled motion: a) horizontal node watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. B) double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed. ¿ design mitigations enabling human response: - continuous activation for manual motion - emergency stop controls enable termination of motion in hazardous condition - emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system. - speed of motorized non-programmed motion is limited the fse replaced both the left and right front gantry control panels and tightened the loose cables to resolve the issue. Since there were no parts returned from the field or log files provided, a root cause of the issue could not be determined by engineering. However, based upon the troubleshooting services and statements of the fse and the site biomedical engineer, a probable root cause was determined that the issue occurred due to issues with front left and right gantry control panels and loose cables.

Event description:
The customer reported an intermittent stuck button error message from their system. The philips field service engineer (fse) reported that there was no harm to a patient, operator or bystander. The fse reported that the customer is receiving intermittent error messages only. The fse reported ¿s_panel_max_comm_error, s_serialcom_invalid_format_error (warning), s_serialcom_checksum_error¿ and ¿s_command_button_stuck_err0r¿ in the error logs. The fse replaced the cable set for the front gantry cover and the panel connection interface board on the front gantry cover to resolve this issue.

Manufacturer narrative:
(B)(4).